Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address pain. Stem only revised, sales rep notified (B)(6) 2008. Doi (B)(6) 2007 dor (B)(6) 2008 (left hip). Patient revised to address pain. Doi (B)(6) 2008 dor (B)(6) 2008 (left hip). Update: (B)(6) 2011 - litigation papers received. Complaint was reopened to add femoral head. Medwatches have been updated.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.